Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high threshold measurements and noise that was able to be reproduced with patient isometrics. An invasive procedure was performed. The ra lead was surgically abandoned and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that no anomalies were visible under fluoroscopy and lead to device header connections were verified to be appropriate. When the device pocket was shaken, noise was produced.